Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
2 driver tips broke off in screw head during screw insertion.

Manufacturer narrative:
Device history record was reviewed. Device visual inspection was performed. Device was made to specification. Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.